Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and initial fa was confirmed, the instrument's tube adapter which accepts cautery tip accessory, was found to have scratch marks/abrasions. The instrument's instrument tube adapter was inspected visually and no broken or missing pieces were observed. The plastic portions of the tube adapter appeared to be intact aside from scratch marks/abrasions on the surface, but no cracking or other physical damage was observed. Additionally, the instrument's electrical contacts were inspected and appeared to be fully intact and in its expected location, without any bends or abnormalities. Scratch marks/abrasions on the instrument tube adapter can be caused by mishandling during reprocessing or tip accessory installation. The complaint was confirmed by failure analysis. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was found to have tube adapter indentations. No material appears to be missing. No damage to the electrical contacts was observed and an in-house tip accessory was able to be installed without any issues. This RMA will be transferred to engineering for further investigation. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that the monopolar cautery instrument tip was damaged. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument issue was identified prior to the instrument being used on the patient. There was no involvement with the cannula or a fallen fragment.